Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Contra-angle handpiece sn (B)(4) (2014) (head drive worn) defective, replaced with sn (B)(4) (2018).

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver was involved in several instrument breakages; according to customer "I am sending you 3 contra angle from the gr13493. The contra-angle should be checked together with the device, as instrument breakage had occurred several times" ; outcome of patient injury is pending.